Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a pocket hematoma with skin irritation and inflammation near their implantable cardioverter defibrillator (ICD) implant site. Treatment was performed and the hematoma has been resolved. The device remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.